Event description:
It was reported that the power cord of the unit is hot. No further information was provided by the customer.

Event description:
It was reported that the power cord of the unit is hot. No further information was provided by the customer.